Event description:
It was reported that the device was in backup vvi mode when a patient presented in clinic. A firmware download was performed to restore the device, and the device remains implanted.